Manufacturer narrative:
The complainant was unable to provide the correct lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in the kidney during a ureteroscopy procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the inner lining of the sheath peeled off and was pushed out of the end of the sheath when a scope was passed through the device. The procedure was completed at this time. Reportedly, no piece of the device detached inside the patient. There were no patient complications reported as a result of this event.